Manufacturer narrative:
Follow-up # 1 - 4/20/2015 device evaluation.the lay user/patients meter has been returned on 3/30/2015 and further evaluated by lifescan product analysis on 4/7/2015 with the following findings:the meter has passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging illegible label info - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.